Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of no capture and lead dislodgement due to twiddler¿s syndrome were not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and dislodgment were observed on the right ventricular lead due to twiddler's syndrome. The lead was explanted and replaced to resolve the event. The patient was in stable condition.